Event description:
--

Manufacturer narrative:
Upon receipt at the (B)(4) laboratory, this device passed labeled longevity calculations. Microscopic inspection noted no irregularities. All seal plugs were intact and all setscrews moved freely and operated normally. A lead was inserted into each lead barrel and each set screw was tightened on the lead pin without difficulties. Lead extraction testing revealed that the lead remained in place when moderate to strong extraction force was applied. The device was put through and passed the pg therapy verification (pg_tv) test that verifies the performance of defibrillation, pacing, sensing, and high voltage shocking, functions of the device. Analysis confirmed that this product was operating within device specifications and the clinical observations were unable to be reproduced.

Event description:
Boston scientific crm received information that during a follow-up procedure for this cardiac resynchronization therapy (crt-d) defibrillator, the right ventricular defibrillation lead had a varying shocking impedance. Interrogation of the device history noted an out-of-range measurement after implant, and a steadily rising impedance since then. Boston scientific's technical services discussed possible causes with caller including a loose or not properly tightened down setscrew. Technical services recommended testing the lead at a low and high energy. No further information is available. Subsequent information indicates that this patient underwent a revision procedure and the setscrew was not properly tightened down, the lead was removed and reinserted. Defibrillation testing was performed and no further complications were noted. Subsequent information indicates that this product was explanted and returned for normal battery depletion.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.